Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on 12/02/2016 stating that this lead stored atr's had non physiologic noise, lead performing no well, sensing dropped drastically. Basically, had poor performing ra lead that was affecting his biv pacing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).